Event description:
It was reported to philips that system's monitor lost the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information gathered, during stent deployment, the live (flexvision) monitor did not display image/video in the exam room, and the issue occurred during a coronary procedure diagnostic, which was completed with a delay as the customer continued the procedure using the control room monitor. The customer attempted a warm and full reboot without success and the error message had appeared ¿live not available.¿ the log file analysis checked, and onsite troubleshooting done by the fse confirmed that mini display port cables had become pushed away from rear of x-ray pc. As a part of troubleshooting, the fse reseated the connectors and secured them in position. The codes were updated based on the investigation outcome.